Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the device did not stimulate when the physician place to magnet over the device. The physician programmed to higher outputs but the device still did not stimulate. The device was removed and replaced. No patient complications have been reported as a result of this event.